Event description:
Event description guidant received information that during post implant recovery, the patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead went into ventricular tachycardia (vt) that was not converted following five internal shocks. The arrhythmia was eventually terminated with external defibrillation. The clinician reported no capture during threshold testing. Review of the electrocardiogram (ECG) notes fusion and pseudofusion beats. Ventricular capture is every other beat and sensing is intermittent such that pacing sometimes occurs in t-wave.